Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 alarm pneumatic assembly was cleaned and reseated. The unit was returned to service.

Event description:
The hospital reported the "o2 failure" audible alarm did not function during pre-use checkout. There was no report of patient involvement.